Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration. In turn, surgical intervention may occur later to address the issue. The device information is not available at this time.

Event description:
Additional information received identified the patient was implanted with competitor leads.